Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was dispatched to emergency medical services on (B)(6) 2022 due to low blood glucose level. Customer's blood glucose level was 1.8 mmol/l at the time of incident. Customer had juice however they were not really able to swallow. Customer lost transmitter at beginning of december however they were not aware. The ambulance paramedic was able to bring customer¿s blood glucose above 4 mmol/l. Customer¿s wife stayed home with them. In the morning customer had a low of blood glucose of 2.2 mmol/l. Customer was given glassed of juice, toast with peanut butter, apple juice. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The auto mode feature was active at the time of incident. Customer stated that the auto mode was not automatically delivering insulin at the time of low blood glucose event. Customer did not allege that insulin pump had over delivered insulin. The insulin pump will not be returned for analysis.